Event description:
A customer in (B)(6) notified biomerieux of a (B)(6) result with the vitek 2 ast-p592 test kit (reference 22287). The sample was sent to a reference lab which did not confirm the (B)(6) result. The customer repeated the vitek 2 test of the isolate and received a result of (B)(6). Previous samples from the patient ear and rectal swab were identified as (B)(6). Based on the information provided, there was no adverse events, negative patient impact or delay in results.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a (B)(6) result with the vitek® 2 ast-p592 test kit. An internal biomérieux investigation was conducted. Results are as follows: the investigation was initiated due to an expertise error on vitek® 2 ast-p592 card for one isolate of staphylococcus aureus, (B)(6) (cefoxitin screen test (B)(6) only on one lab result) instead of (B)(6) intended by the customer ((B)(6) on repeat). The cefoxitin test was performed with kirby bauer. A comparison with the vitek® 2 card on both customer lots and random lot (372386410, cl1 372388510, cl2 and 372361810, rl) was performed . Cefoxitin was susceptible with disc diffusion, which (B)(6) the detection of (B)(6). On vitek® 2, a cefoxitin screen test negative was obtained as expected on all cards (cl1, cl2 + rl) and acquired penicillinase phenotype. The (B)(6) result obtained by customer was not reproduced. In conclusion, vitek® 2 ast-p592 cards performed as intended and no further action is required.